Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2017-02795 for the other associated device information. It was reported to boston scientific corporation on august 29, 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a p120 lumenis console. According to the complainant, during the procedure, the tip of the fiber broke while advancing it into the scope. A second laser fiber was used and the tip also broke while it was inside the patient. No fiber fragments fell inside the patient. The procedure was completed with third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 225.5 cm from the top of the connector to the break. The second piece measured approximately 85.5 cm from the break which includes the entire distal tip. The condition of the returned device does not confirm the reported event that the fiber tip broke off inside the patient because the tip was not detached. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2017-02795 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a p120 lumenis console. According to the complainant, during the procedure, the tip of the fiber broke while advancing it into the scope. A second laser fiber was used and the tip also broke while it was inside the patient. No fiber fragments fell inside the patient. The procedure was completed with third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.